Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator upper display was blank. There was no patient connected to the device at the time of the event.

Manufacturer narrative:
Covidien reference number: (B)(4). Service engineer (se) inspected the device and verified the alleged condition. The graphical user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.